Event description:
During biomed testing it was discovered that the unit's audible alarm would not function. There was no patient involvement or harm. The device was returned for evaluation and during the repair evaluation, the complaint was confirmed. It was discovered that the alarm component had broken off the pca board and there was evidence of physicial damage to the unit. The alarm was replaced to correct the problem.